Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address pain, swelling, stiffness, with tibial component malrotation and aseptic tibial base plate loosening. Surgeon indicated that tibia was malrotated internally 31 degrees per CT scan. Surgically, the tibia base plate was loose, freeing from the cement mantle with a single tap of an osteone. The tibial had completely debonded from the cement, with no cement adhered to the backside of the tray. Tibial cement mantle was well-fixed, as was the femur component. Femur, tibial base plate, and tibial insert were all revised. Original patella implant was preserved. Competitor cement used for primary knee. Doi: (B)(6) 2013; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). (B)(4) was used to capture medical device removal.